Manufacturer narrative:
The device was not returned, however a photograph was received and evaluated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection of the photograph shows the set was leaking through the air vent spike. In addition, retained samples were visually and functionally checked with no issues noted. The reported condition was verified via the photograph. The cause was determined to be the blue air vent of the vented drip chamber was fissured leading to the leak of the administrated solution. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a solution administration set leaked at the ¿spike¿s air vent after spiking with the chemo drug.¿ there was no patient involvement. No additional information is available.